Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, a hole was found on the cable. The hole can be attributed to the reported event of no image. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Page 11 . Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had no image at start up. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Event description:
See h10 for updated information.

Manufacturer narrative:
This supplemental report is to inform correction of section h6 in the initial MDR report submitted- h6s- (investigation findings and investigation conclusion) is (updated/corrected from no device problem found to deformation problem/mechanical problem) and from no problem detected to cause traced to component failure).